Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for 20050191 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that after the feeding tube was placed using the cortrak device, an x ray showed that the tube was in the patient's lung. The patient has a pneumothorax. The tube was replaced and placement was confirmed post-pyloric. Per additional information received 8 oct 2021, the tube was found in the right lung. A chest tube was placed in the patient to relieve the pneumothorax. The reporter confirms that the staff had been trained on use of the cortrak device.

Manufacturer narrative:
A tracing was provided of the reported incident and it was determined to be not indicative of a typical placement. Both anterior and lateral views do not follow typical gastric placement path. The anterior view showed tracing entering right lung region at 26 seconds in. Testing of the cortrak device found it to be performing as expected. Root cause was determined to be user related. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. . Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device analyzed by contracted 3rd party

Manufacturer narrative:
All information reasonably known as of 30 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.